Event description:
It was reported that the pt does not hear since first fitting in (B)(6) 2012. Testing shows that the device is working within specification. An x-ray showed that the active electrode array is out of the cochlea.

Manufacturer narrative:
The device has not been explanted. It if should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.